Manufacturer narrative:
The reported event was confirmed as a packaging problem. Visual inspection noted 2 unopened clean catheters received in the original packaging. Neither of the packages were opened, the seal was intact the entire way around. One catheter was sent back for comparison with the tip and eyelet side of the catheter towards the angled tyvek seal, and the second catheter had the tip of the catheter towards the flat tyvek seal of the packaging. A potential root cause for this failure could be incorrect operation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheters were packaged upside down in the packaging which allegedly prevents the patient from inserting the catheter without it being touched. The patient reportedly developed a urinary tract infection. The patient was not prescribed any medication reportedly due to a concern of becoming immune to the medication.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheters were packaged upside down in the packaging which allegedly prevents the patient from inserting the catheter without it being touched. The patient reportedly developed a urinary tract infection. The patient was not prescribed any medication reportedly due to a concern of becoming immune to the medication.